Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose event on 01-mar-2026. The patient received treatment with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4)-MDR 3003442380-2026-06324-device 1 of 4.